Event description:
Event description guidant received information that at 32.5 months post implant, this cardiac resynchronization therapy-defibrillation (crt-d) device displayed an earlier than expected elective replacement indicator (eri). The device was explanted and replaced with a new guidant crt-d device.